Manufacturer narrative:
(B)(4). Corrected information: b.3 date of event was changed from "(B)(6) 2016" to "(B)(6) 2016" b.5. Event description was changed from "it was reported through a clinical registry that during the index procedure, three lutonix percutaneous transluminal drug coated balloon (dcb) dilatation catheters were used to treat the target lesion located in the right superficial femoral artery (sfa). Approximately 10 months after the index procedure, the patient¿s entire right sfa vasculature was reportedly reoccluded. A revascularization was performed and the hcp deemed it was successful. The investigator assessed that the event was not related to the study device or procedure. The sample was discarded by the user facility and is not available for evaluation. No adverse patient effects were reported. This is one of three products involved with the reported event and the associated manufacturer¿s report numbers are 3006513822-2017-00234 and 3006513822-2017-00235." To "it was reported through a clinical registry that during the index procedure, three lutonix percutaneous transluminal drug coated balloon (dcb) dilatation catheters were used to treat the target lesion located in the right superficial femoral artery (sfa). Approximately 1 month after the index procedure, the patient¿s entire right sfa vasculature was reportedly reoccluded. A revascularization was performed and the hcp deemed it was successful. The investigator assessed that the event was not related to the study device or procedure. The sample was discarded by the user facility and is not available for evaluation. No adverse patient effects were reported. This is one of three products involved with the reported event and the associated manufacturer¿s report numbers are 3006513822-2017-00234 and 3006513822-2017-00235." B.6. Relevant tests and lab data was changed from "unknown" to "duplex ultrasound images on (B)(6) 2016, resulting in 50-99% occlusion. Target lesion reintervention on (B)(6)2016." B.7. Other relevant history was changed from "patient weight is unavailable." To "past medical history includes: type ii diabetes, dyslipidemia, hypertension, current cigarette smoker, cad, myocardial infarction(2001), rutherford class iii in right leg." G.1. MDR contact person and email address was changed (b)(60. H3 analysis: the samples were not returned from the user facility; therefore, device evaluations are unable to be performed. A lot history review revealed there is 1 additional reocclusion complaint associated with the same patient for this lot. A review of the device history record (DHR) indicates the lot was manufactured to specification. Conclusion: the actual samples were not returned for evaluation. The DHR found nothing to indicate a manufacturing related cause for this event. The investigator assessed the event was not related to the study devices or procedure. Based on the instructions for use (IFU), the occurrence of reocclusion is an inherent risk of any pta procedure, and has been reported in clinical trials of drug coated balloons. If additional information becomes known to the manufacturer, a supplemental report will be provided will all relevant information.

Event description:
It was reported through a clinical registry that during the index procedure, three lutonix percutaneous transluminal drug coated balloon (dcb) dilatation catheters were used to treat the target lesion located in the right superficial femoral artery (sfa). Approximately 1 month after the index procedure, the patient¿s entire right sfa vasculature was reportedly reoccluded. A revascularization was performed and the hcp deemed it was successful. The investigator assessed that the event was not related to the study device or procedure. The sample was discarded by the user facility and is not available for evaluation. No adverse patient effects were reported. This is one of three products involved with the reported event and the associated manufacturer¿s report numbers are 3006513822-2017-00234 and 3006513822-2017-00235.

Manufacturer narrative:
The samples were not returned from the user facility; therefore, device evaluations are unable to be performed. A lot history review revealed there is 1 additional reocclusion complaint associated with the same patient for this lot. A review of the device history record (DHR) indicates the lot was manufactured to specification. Conclusion: the actual samples were not received for evaluation. The DHR found nothing to indicate a manufacturing related cause for this event. The investigator assessed the event was not related to the study device or procedure. Based on the instructions for use (IFU), the occurrence of reocclusion is an inherent risk of any pta procedure, and has been reported in clinical trials of drug coated balloons. If additional information becomes known to the manufacturer, a supplemental report will be provided will all relevant information.

Event description:
It was reported through a clinical registry that during the index procedure, three lutonix percutaneous transluminal drug coated balloon (dcb) dilatation catheters were used to treat the target lesion located in the right superficial femoral artery (sfa). Approximately 10 months after the index procedure, the patient¿s entire right sfa vasculature was reportedly reoccluded. A revascularization was performed and the hcp deemed it was successful. The investigator assessed that the event was not related to the study device or procedure. The sample was discarded by the user facility and is not available for evaluation. No adverse patient effects were reported. This is one of three products involved with the reported event and the associated manufacturer¿s report numbers are 3006513822-2017-00234 and 3006513822-2017-00235.